Event description:
Info received indicates, the brake is not holding.

Manufacturer narrative:
The tech found casters and caster supports were damaged. The tech replaced the casters and caster supports to repair the bed.